Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the patient's knee arthroplasty was revised due to articular surface abrasion.

Manufacturer narrative:
This follow-up report is being filed to correct information. The device history records were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant product: nonporous femoral component size 2 left, catalog #630700020 lot #60925083. Natural knee ii stemmed tibial baseplate, catalog #630700220 lot #60939744. Reported event was unable to be confirmed due to limited information received from the customer. Device history records were reviewed and no discrepancies were found. Compatibility of the construct of implants was reviewed with no issues noted. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.